Manufacturer narrative:
It was reported that patient underwent excision of abdominal wall mass on (B)(6) 2010 due to painful abdominal wall mass s/p excision x2 now s/p repeat excision of abdominal wall mass. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent excision of abdominal wall mass. It was reported that patient underwent exploration of previous pfannenstiel incision due to suspected abdominal endometrioma on (B)(6) 2008.